Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years nine months of post deployment, computed tomography of the abdomen was revealed superior extent just inferior to the entrance of the renal veins. Hooks of a right lateral and posterior wire may penetrate the inferior vena cava without regional infiltration. There was a 3 cm long, approximately 2 mm diameter wire present longitudinally oriented within the inferior one half right renal sinus, an appearance similar to the filter. One leg of the filter had separated, migrated into the inferior right renal sinus, presumed within a segmental renal vein, without evidence of secondary complication. Therefore, the investigation is confirmed for filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately four years and nine months, post filter deployment it was alleged that the filter struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately four years and nine months, post filter deployment it was alleged that the filter struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.